Event description:
During t2 recon nail surgery, when the surgeon tried to assemble the nail to the target device, the t-handle was broken. After that the surgeon used other t-handle and finished the surgery.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned devices matched the report. The reported event (¿t-handle was broken¿) could not be confirmed. Review of the inspection and manufacturing records revealed no discrepancies. Furthermore, as the t-handle was documented as faultless prior to distribution and as it had been in use for a longer time (manufactured in 2011), we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. The t-handle returned show traces of normal use. The investigation revealed no visual damage and the functional test was passed as intended. Based on the above facts the root cause of the reported event is not related to a deficiency of the device. The device reported was considered ¿broken¿ by the user in error. No non-conformity was identified.

Event description:
During t2 recon nail surgery, when the surgeon tried to assemble the nail to the target device, the t-handle was broken. After that the surgeon used other t-handle and finished the surgery.